Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the audio bolus button was detached, the up/ok/down/contrast keypad buttons were intermittently responding to user inputs during testing and there was evidence of contamination under the key contacts.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.